Event description:
It was reported that the replacement kit did not solve the issue, as the pt is waking up wet and currently has a uti. It passed with the water alone and also with the wick and it passed. Tcm-will send bio box. It is unknown if lot/serial number was requested. No medical impact or medical intervention reported. Used with female wicks. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: "setup: connect the canister to wall suction and set to a minimum of 40mmhg continuous suction. Always use the minimum amount of suction necessary. If using the purewick urine collection system, connect the canister to the unit and turn the unit on. Please consult the purewick urine collection system user guide for further information. Using standard suction tubing, connect the purewick female external catheter to the collection canister. Peri-care and placement: perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. With soft gauze side facing patient, align distal end of the purewick female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewick female external catheter is positioned. Warnings: do not use the purewick female external catheter with bedpan or any material that does not allow for sufficient airflow. Discontinue use if an allergic reaction occurs. Precautions: do not use barrier cream on the perineum when using the purewick female external catheter. Barrier cream may impede suction." Recommendations: prior to connecting the purewick female external catheter to hospital wall suction tubing, verify suction function by covering the open end of the suction tubing with one hand and observing the pressure dial. If the pressure does not increase when the line is covered, verify that the tubing is secured, connected, and not kinked. Change suction tubing per hospital protocol or at least every thirty (30) days." The DHR review could not be performed without a lot number. No additional actions can be taken at this time. Correction: b. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the replacement kit did not solve the issue, as the pt is waking up wet and currently has a uti. It passed with the water alone and also with the wick and it passed. Tcm-will send bio box. It is unknown if lot/serial number was requested. No medical impact or medical intervention reported. Used with female wicks. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.